Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Evaluation summary: as returned, the cutting blades of the calcar planer are dulled and have rounded edges. The frequency of use for this planer is unknown. This complaint is likely due to the calcar planer being dull. The package insert warns that cutting instruments with dull or deformed edges should not be used because they may not function as intended. If the instrument is not sharp when used, it can potentially catch on rough edges of the bone rather than cutting through cleanly. With a potential field age of (B)(4), it is possible that this instrument was worn through normal use. Evaluation: review of the device history records did not find any deviations or anomalies. The dimensions of the instrument are within specifications where measured, and the hardness of the material is in specification as well. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.

Event description:
It is reported that when the planer engaged the spike of bone, it broke the fragment off as well as some additional adjacent bone.